Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash. Patient described red spots under the sensing electrodes and wires on her back. Patient reported skin is being treated with lotion that was given to patient at the hospital. Name was not provided. Follow up indicated that the lotion is helping with the skin irritation.